Event description:
Reports 21 events of false positive results. No confirmation performed. Unknown if patients were symptomatic or asymptomatic. No apparent adverse event. Report 16 of 21.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.